Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID :8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. Product ID: neu_unknown_cath, lot# serial# unknown, explanted: (B)(6) 2017, product type: catheter. Analysis of the catheter (pli 10) found that there was a non-significant anomaly with the catheter, as there was an indent down in cup of sc connector. Analysis of the pump (pli 20) found that there was a lab failure with high resistance in the pump battery. Analysis of the catheter (pli 30) found that there were anomalies with the catheter. Catheter (pli 10)- eval result: was updated. Eval conclusion. Eval method: apply. Pump (pli 20)- eval result: apply. (B)(4)\. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via manufacturer representative. The catheter was replaced on (B)(6) 2017. No symptoms presented. Patient status was alive - no injury. The patient weight was (B)(6) kilograms. Medical history includes traumatic brain injury (tbi) hemorrhage, quadriparesis, and multiple orthopaedic surgeries.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. Product ID: neu_unknown_cath, lot# unknown, serial# unknown, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, lot# n287939008, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a consumer receiving gablofen [2000 mcg/ml] at a rate of 1308 mcg/day via intrathecal drug delivery pump. It was reported that there was a "clean" surgical cut of the catheter where the catheter at the lumbar dorsal fascia. Patient's history was looked at and had a fusion in (B)(6) 2013; however, infusion rate in (B)(6) 2013 was 951 mcg/day and infusion rate in (B)(6) 2014 was also 951 mcg/day. After the catheter was replaced, the patient started on infusion rate of 150 mcg/day and will be observed for signs and symptoms of withdrawal. A new catheter was implanted and it was unknown if the issue was resolved. Other medications included: miralax, hydrochlorothiazide, zoloft, tranxene, dulcolax, sinemet, melatonin, trazodone, naprosyn, neurontin, vitamin d. Additional information was received on 2017-08-03 from a healthcare provider via manufacturer representative. The patient was currently doing well on 150 mcg/day and no signs/symptoms of baclofen withdrawal since surgery. The patient had a history of back surgeries and the implanting neurosurgeon felt that due to the appearance of the catheter at the time of replacement the catheter appeared as if it had been "surgically cut". It was unknown during which orthopaedic surgery this may have occurred, and if it did occur the assumption is the surgeon involved was unaware this happened. The pump indication for use was head/brain injury and intractable spasticity.